Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this neurostimulator stated their battery was flipping in the pocket and it was painful. The patient stated the stimulation is also painful in the buttocks and private area even at the lowest amplitude. After an unsuccessful troubleshooting attempt, the patient turned their stimulation off and was advised to schedule an appointment with their doctor. Their pain since worsened. After the patient's follow up visit with their physician, they stated that they scheduled an explant for (B)(6) 2025 and noted that they were in a serious car accident in which their device got jarred and it was painful. The patient also stated that the ins flipped and they have to push it back often. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator stated their battery was flipping in the pocket and it was painful. The patient stated the stimulation is also painful in the buttocks and private area even at the lowest amplitude. After an unsuccessful troubleshooting attempt, the patient turned their stimulation off and was advised to schedule an appointment with their doctor. Their pain since worsened. After the patient's follow up visit with their physician, they stated that they scheduled an explant for (B)(6) 2025 and noted that they were in a serious car accident in which their device got jarred and it was painful. The patient also stated that the ins flipped and they have to push it back often. There were no additional patient complications.